Manufacturer narrative:
IFU review (july 10, 2018) - no information was received, therefore it's unknown if there was any violation of the IFU. Final report (july 12, 2018) - overall conclusions: 1. The review of the DHR (device history record) indicates that the product was supplied meeting specifications. 2. 'Failure to cross' is a known procedural occurrence that is commonly related to patient anatomy, lesion disposition/composition, operator technique, ancillary equipment and appropriate device selection. 3. There is no evidence to suggest that there were any manufacturing issues that contributed to the reported events. 4. The investigation was limited as we did not receive the used product. It is not possible to reach a definite conclusion as to how and why these events happened with the limited information that we received. 5. There was no injury to patient.

Manufacturer narrative:
Device not returned to manufacturer.

Event description:
The stent was used in a calcified artery. The physician could not deliver the stent so she pulled back into the guide and the stent was dislodged. The physician had to fish it out with a balloon. There was no patient injury.